Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11291, 11292. It was reported, the pt had sharp pain, described as a stabbing sensation near the ipg site. In addition, the pt reported, he had heating at the ipg site when charging and when he was not charging the ipg. The sjm representative met with the pt to reprogram the system, and also provided the charging recommendations. It was reported, the pt had some stimulation in the leg which he did not want, however, the stimulation did provide coverage in the feet as needed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.